Event description:
It was reported that "unknown white dust or bug like material was found near the sensor before use."

Manufacturer narrative:
Investigation pending. A supplemental will be forthcoming.

Manufacturer narrative:
The returned device was evaluated and a visual and functional analysis was performed. We received one flo through dpt with attached stopcocks at both end of the dpt housing for examination. Clear fluid was visible inside dpt fluid path. A white mark or particulate was noted on the sensor/gel pad. The mark or particulate was approximately 0.003"x0.0015" in size. The mark or particulate did not move during flush test. Attempts to cut open the dpt fluid path to have closer look at the mark or particulate failed. The gel pad was damaged and was contaminated with dpt housing material during the cut down. It was not able to determine if it was a mark on surface of the gel pad or particulate. Flush test was performed at pressure 350mmhg for 5 minutes. Visual examination was performed at 10 to 25x magnifications. The reported event of "unknown white material" was confirmed. The reported event was confirmed to be a manufacturing nonconformance. An investigation has been opened to determine the root cause and implement any necessary actions. The device history record review was not performed because the lot number is unknown.